Event description:
Pt deice at the hospital gave a blood glucose result of 520mg/dl. A lab was drawn and the result was 307 mg/dl. The next day the pt device read 159mg/dl and the hospital device read 99m/gdl a different defvice was used with a result of 99mg/dl. No treatment was given to the pt. Controls were ststed to be in range but values were not given. A request was made for the return of the suspect device and replacement product was sent.